Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited far r oversensing which triggered inappropriate mode switches. Programming changes were discussed, but no changes or intervention was reported. There were no patient consequences.